Event description:
During servicing, the philips field service engineer noted that the heartstart mrx defibrillator defib test of 200 joules was very low. There was no patient involvement.

Manufacturer narrative:
(B)(4).